Event description:
Noise can be seen on the lead causing inappropriate at detection. The pacing impedance has trended up slightly since implant. Threshold test has not been able to run since 05-sept-2025. Full lead evaluation recommended. Lead remains implanted, no adverse events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.